Event description:
It was reported that the basket wires of an ncircle tipless stone extractor were detached from its basket sheath. This was discovered upon opening of the device packaging and prior to patient contact. The device had planned to be utilized for extraction of urinary tract stones. A new same device was used to complete the procedure. As reported there were no additional procedures or adverse effects for the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: exempt. E1- customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: corrected information: h6: medical device problem code (annex a) and component code (annex g). Event description: it was reported that the basket wires of an ncircle tipless stone extractor were detached from its basket sheath. This was discovered upon opening of the device packaging and prior to patient contact. The device had planned to be utilized for extraction of urinary tract stones. A new same device was used to complete the procedure. As reported there were no additional procedures or adverse effects for the patient. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One device was returned in an opened labelled package. There was a kink in the sheath near the handle. When the handle was actuated, the basket would not open/close. The handle was taken apart and re-assembled and then the handle functioned properly. The basket was intact, with no detached basket wires. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), does not provide any information related to the reported issue. The cause for the failure of the basket to function for user could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.